Event description:
Later healthcare professional reported "capsular contracture baker grade IV" and "hole non-specific" of a non-abbvie device. Record is being un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4, h6.

Event description:
Later healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported ¿deflation¿. Later healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. Device was explanted and replaced.